Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during system implant, only to include a boston scientific device with non-bsc leads, the patient exhibited a massive myocardial infarction (mi). The attending medical team was unable to resuscitate the patient and they passed away. At the time of the mi, only the non-boston scientific leads had been implanted. The device, while taken out of it's sterilized packaging, remained outside the patient. No allegations against the device and no return of product is expected. The patient has been reported in very poor health prior, to implant.